Event description:
It was reported that a power source alert occurred with frequent usb connections and disconnections. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.